Manufacturer narrative:
Additional information: the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for explant procedure on (B)(6) 2019. Upon review, it was revealed that the patient had experience moderate to severe tricuspid regurgitation as a result of the right ventricular lead crossing the valve. The right ventricular lead was explanted and replaced. The patient was device dependent. Patient was stable and discharged post procedure.